Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted the video cable is broken and therefore the image is not displayed. In addition, evaluation of the device found that the cover glass of the insertion section is cracked and the fibre bonding in the outer tube area (distal end) is damaged. Based on the investigation results, the reported issue was confirmed and found to be attributed to a broken video cable. The root cause of the broken video cable and failures found cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had no image. The issue occurred during reprocessing. There were no reports of patient involvement.